Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received ad 15 nov 2019 were reviewed on 05 dec 2019 by a clinician to identify patient harms/product issues. Primary operative notes (B)(6) 2017 indicate the patient received bilateral total knee replacements due to end stage osteoarthritis. The surgery was completed without indication of complication by the surgeon. Office notes ¿ 2 years post primary procedure indicate the patient was experiencing right knee swelling and pain. Physical exam reveals a noted defect in his patella, fragment proximally with a defect below that. Right knee radiographs reveal a fragmented avascular patella. The patellar button is loose and mobile. Procedure notes (B)(6) 2019 indicate the patient received an arthrotomy, right total knee arthroplasty, with removal of loose patellar component and synovectomy due to avascular necrosis, right patella with patellar component loosening, status post total knee arthroplasty. Surgical findings include a central defect in the extensor mechanism and synovitis in the suprapatellar pouch. The procedure was completed without indication of complication by the surgeon.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(6). Study: (B)(6). Clinical adverse event received for fragmented patella, free floating patellar button : abnormal radiographic evaluation event is serious and is considered mild event is definitely related to device and is probably related to procedure. Date of implantation: (B)(6) 2017. Date of event (onset): (B)(6) 2019 (right knee).